Manufacturer narrative:
This report is submitted on february 24, 2022.

Event description:
Per the clinic, it was reported that open circuits with high impedance were noted in multiple electrodes and patient reported a decreased in the performance with the device use. The issue could not be resolved and the device was explanted on (B)(6) 2022. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 18, 2022.